Event description:
Healthcare professional reported that the venous reservoir bag failed to deliver consistent flow through the outlet port. Blood flow was held up behind the separation screen. Hcp reported interruption of flow after blood entered the bag, and also stated the event was probably due to transient high pressure. The rep reported the bag had been primed with blood, as opposed to albumin. The hcp also indicated that after the bag was changed out, the second bag performed according to specification. Hcp reported no consequence to patient.